Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead would not allow the introduction of stylets. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Distal conductor distorted prevented the stylet insertion. The analyst noted that the lead was returned with the stylet still inserted in it. Stylet could be removed from lead, and kink was observed in various locations. Visual inspection found distal conductor distorted and that prevented stylet insertion. If information is provided in the future, a supplemental report will be issued.